Event description:
A technician reported a case of bilateral corneal haze, observed in peripheral treatment zone eight months post photo refractive keratectomy (prk). Reporter indicated no haze seen centrally, and patient is currently being monitored for any change. Patient noted trouble with seeing road signs at night. Additional information has been requested. There are two related reports for this patient. This report addresses the right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).